Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user was unable to issue medication and the drawer did not open. A technical support specialist (tss) remoted in and had the customer log out. After logged back in, the user was able to issue medication, and the issue the morphine was approved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer did not open, and the user was unable issue medication. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.